Event description:
Boston scientific received information that two days post the implant procedure the patient developed tamponade and was rushed to surgery. During the procedure, a perforation was identified in the anterior right ventricle (rv). It was noted the perforation was not located at the lead fixation site, however the physician suspects the perforation was induced during the procedure as the patient has delicate rv tissue. The perforation was repaired and all diagnostics were normal and no additional complications were experienced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.